Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 168mg/dl and nausea. Cause of elevated bg level was unknown. Treatment was administered via unspecified tests to determine cause of nausea. Reportedly, customer left the ER 2.5 hours later with customer in stable condition (bg not provided).